Event description:
The pt reported back to back test readings (taken within 5 minutes of each other using different finger sticks) on pt's ss meter were 43 and 86 mg/dl (>15 mg/dl difference). No symptoms were reported or harm alleged by pt. The meter was replaced. Lfs rep reviewed testing and cleaning procedures with pt.